Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found that the pump was in good physical condition. The event history log noted error alarm messages were recorded. Functional testing included use testing. The pump was powered up and exhibited an error code. It was not possible to run the pump as it errors out. The pump was opened and inspected. It was found that the motor was functional, however it was replaced as a preventative measure. The optical switch was also replaced. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a battery depleted alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.